Event description:
It was reported that a user experienced recurrent hypoglycemia concerns while using the ilet system and intentionally underreported meal size in meal announcements because standard entries were perceived to cause post-meal glucose decreases; the user also reported consuming additional sweets after meals to avert anticipated lows and inquired about a factory reset. Symptoms included suspected hypoglycemia. Outcomes included user-initiated behavior changes to reduce insulin exposure and assignment to additional training with planned clinician follow-up. Investigation included troubleshooting and user education conducted during the call. Investigation of this case revealed user technique and incorrect meal announcement sizing as the contributing factors leading to perceived excessive insulin dosing after meals. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to meal announcement practices.